Event description:
An impella 5.5 was inserted via the direct surgical approach at the aorta to support the 69 year old male patient who had been admitted in with plan for a bypass surgery (CABG) and post cardiotomy cardiogenic shock, presenting in scai stage c shock. The other underlying medical history is not shared. After 13 days of support there was a hemorrhagic stroke. The team stopped the anticoagulation and pump remains on for support despite the neurological event/harm. The reported bleeding is consistent with the anticoagulation/purge requirements associated with impella support. To date no intervention for the stroke has been shared beyond the ceasing of the anticoagulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and indicated the impella pump placed for support was explanted. The patient was successfully weaned and reported to have survived at the time of explant. Section d6b has been updated accordingly (dba also populated). Further information confirmed the patient's weight (80.0 kg) as initially reported.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Impella support continues. The medical staff will attempt to return the pump upon explant.